Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the user interface pcb assembly as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock when shocking into a test load. In this state, defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio observed during the troubleshooting of the device the reported issue was intermittent. Physio replaced the main keypad interface cable assembly and the system pcb flex cable assembly as a precaution. After the parts were replaced, physio performed further testing and observed the device dump the charged energy internally without prompting. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock when shocking into a test load. In this state, defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.